Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specified device failure mode or patient injury was alleged. Medical records received were limited to the patient's implant tracking log only. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information provided, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent a transvaginal tape procedure with implant of an unknown mesh. On (B)(6) 2003--patient underwent a laparoscopic cholecystectomy, exploratory laparotomy, abdominal sacrocolpopexy with implant of a bard flat mesh, bilateral salpingo-oophorectomy, takedown of unknown tvt sling and cystoscopy. On (B)(6) 2003--patient underwent an unspecified pelvic procedure with implant of a non davol "pelvicol tissue" graft. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.